Manufacturer narrative:
Findings: motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform self-test, off no power test, unexpected error test, occlusion test, prime test, no delivery test, displacement test and verify no delivery alarm due to motor error alarm. Pump passed idle current test and run current test. Pump had minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm during bolus. Customer's blood glucose at time of incident was unknown. Customer's mother persisted on pump change. Customer was advised that we are sending pump replacement. The customer was asked verbally and in written form to return broken pump for analysis.